Event description:
A care giver (cg) reported to baxter that the home patient (hp) passed away and the homechoice needed to be picked up. There is no allegation against the device. No information about how the patient passed away has been provided. (B)(6) pharmacovigilance followed up with the nurse. The nurse stated she does not have any further information related to this case.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the patient passing away. The device passed both the homechoice rite electrical test (B)(4) and the homechoice rite functional test (B)(4) and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away.